Manufacturer narrative:
Manufacturing site investigation: on-going.

Event description:
Country of complaint: (B)(6). It has been reported that during an l5/s1 procedure, the cage easily broke upon insertion. Surgery was delayed a few minutes to un-package a new cage. No fragments remained in situ, no additional x-ray was required and surgery was successfully completed.

Manufacturer narrative:
Investigation: from the location of the fracture, it can be assumed that the cage was inserted to at least half of its length. It is possible that the instrument was levered. It can also not be determined if the disc space was sufficiently prepared or if the cage was too large for the disc space. Batch history: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the most likely root cause of the failure is user error. No CAPA is necessary.